Event description:
Complainant alleged that while attempting to defibrillate a (B)(6), female pt, the device was unable to discharge via internal paddles. Complainant indicated that they obtained a second set of internal handles to continue treating the pt. Please reference medwatch report 1220908-2013-01118 for the report with the second set of handles. Complainant indicated that they switched to defib electrodes to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.